Event description:
The customer reported that a platelet unit tested (B)(6) for streptococcus oralis. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a platelet unit tested positive for streptococcus oralis. Donor unit #: (B)(4) there was no patient information as the products were discarded and not transfused. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer provided a picture of the microbial test results. The test results confirmed that the product was collected on (B)(6), 2021 and was tested on (B)(6) 2021. The tests came back positive for streptococcus oralis after 14 hours on (B)(6), 2021. A literature review was conducted for the organism identified by the customer. Per literature review, streptococcus oralis is a commensal bacteria that belongs to the mitis group, which contains the major human pathogen s. Pneumoniae, and is found in the human oral cavity. S. Oralis is a component of the normal human oral microbiota, and is capable of opportunistic pathogenicity. Like other related oral streptococci, it exhibits considerable phenotypic and genetic variation. S. Oralis is a gram positive, non-motile, -haemolytic bacterium that form chains of cocci. Optimal conditions for survival of s. Oralis are temperatures between 30 and 35 degrees celsius (streptococcus oralis. Https://microbewiki.kenyon.edu/index.php/streptococcus_oralis). Per the technical report, the phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in lakewood / littleton, co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of < 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. The customer did not provide the disposable lot number. All lots must meet acceptance criteria for release. Root cause: a root cause assessment was performed for the microbial contamination with true positive and indeterminate results. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: improper venipuncture technique introduces bacteria at access site resulting in bacterial growth in product bag. Inadequate or no blood diversion performed due to operator error resulting in bacterial contamination of product. Species was endogenous and originated from the donor. Inadequate post-processing laboratory practices such as qc sampling or handling techniques.